Manufacturer narrative:
There is a reported infection that the patient was hospitalised. This report is submitted on april 28, 2023

Manufacturer narrative:
This report is submitted on march 29, 2023.

Event description:
Per the clinic, the patient experienced an infection (inner ear). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported).